Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The shaft is damaged where a bend is started from a third party tool, and the shaft insulation has been ripped exposing the metal part of the shaft. The tip is worn from use and has debris in it. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found that plugging in the wand causes a wand end of life error. Using a bypass box the wand had no issues producing plasma or activating coag. Wand data shows use of the wand. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an ent procedure, the wand bender plastic tab broke while re-adjusting the halo coblation wand, which then damaged the insulation on the wand, which exposed metal, that would have burnt any mucosal tissue it came in contact, rendering it was unable to be used. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes, and no further complications were reported.